Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging inhaling black particles, not sleeping well, waking up with headaches, and shortness of breath. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The dust/dirt contamination found on the motor casing/impellers and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. The manufacturer confirms that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit and the presence of contamination in the airpath. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination are consistent with being from an external source.